Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient reported increasing pain in lle starting in (B)(6) 2018. Mod stem found to be loose/broken at the splines in the femur. No trauma noted. Removed the stem and replaced with classic ren stem and new delta head.